Event description:
It was reported that a novum iq large volume pump under infused during patient infusion. The volume and flow rate was 375ml and 375ml/hr. The primary bag should have been dripping (lactated ringers). However, on inspection, only the secondary bag was dripping d10 (dextrose 10%) and patient received approximately 75-100ml additional of d10 infusion than was programmed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR - update the date to 02/25/2025. Additional information: h11: a review of the event history log identified the programmed infusion. The secondary infusion completed and the primary began; however, the primary was terminated by the user. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.